Event description:
Rn hung IV antibiotic to run at 125cc/hr x2 hrs. (250cc bag) in secondary mode at 1630. At 1730, IV piggyback bag was empty, 250 cc infused. However pump still read 147 cc left to infuse.